Manufacturer narrative:
Event site name: (B)(6). The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Additional information will be provided following the conclusion of the investigation.

Event description:
Getinge became aware of an issue with one of surgical lights - powerled. It was stated the paint was peeling on the device. We decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The issue was discovered by getinge technician. Contact person phone number: (B)(6). Getinge became aware of an issue with one of surgical lights - powerled. It was stated the paint was peeling on the device. We decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The device was not being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered during preventive maintenance. Root cause analysis was performed by subject matter experts at manufacturer. As they stated, since the issue occur, no service has been performed and there is no evidence in the complaint stating that the information needed was requested to the final customer (for example photos, parts involved etc.). No probable root cause could be determined with the information provided. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.